Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Review of the device egms showed that the device detected four episodes of vf on (B)(6) 2011. It is believed that during delivery of hv shock sometime prior to (B)(6) 2011, the rv shock coil shorted to the ICD can, causing hv output circuit damage. The damage found resulted in aborted hv charges due to sosd detection.

Event description:
It was reported that the patient expired while in (B)(6). While being detained by the (B)(6), the patient experienced a cardiac episode. Review of the electrograms indicated the device did not deli ver therapy due to a possible output circuit damage. Aborted charges were observed due to shorted output stage detection. The lead and device will be returned for analysis.